Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was broken. There were no patient symptoms or complications related to the event. The patient's status was alive-no injury.

Manufacturer narrative:
The returned product did not include the drainage bag. The catheter was connected to the patient line. Cloth was taped around the stopcock and the connection between the catheter and patient line; 19.25 inches of catheter was returned. The device did not meet the requirement for leak and patency test due to the catheter being broken. It is unknown how or when this damage occurred. The instructions for use cautions, ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the device was not tested for tensile testing due to less than 20 inches of catheter being returned. Proteinaceous debris was on the interior of the device. If information is provided in the future, a supplemental report will be issued.